Manufacturer narrative:
Our field service engineer (fse) replaced the expiratory side pressure transducer and performed successful pre-use checks, functional tests, and safety tests before the device was returned to the customer. A visual inspection of the returned expiratory pressure transducer printed-circuit board (pcb) showed a deformity at the pressure sensors bottom. This may have created the disturbed measuring sensor system. The evaluation of the received device logs showed pre-use checks tests failures from the service, where the expiratory pressure offset, during the pressure transducer sub-test, was measured more than 6 (B)(4) from factory default. The reported high peep event could not be confirmed since the event and test logs did not cover the date of event. Testing of the pressure transducer in a reference ventilator showed a drifting expiratory pressure offset between pressure transducer sub-tests that may lead to off level peep (positive end expiratory pressure) measurements and explain the high peep incident. Exact peep measurements and control depend on calibration values calculated during the pre-use checks and it is recommended to always conduct a check immediately prior to ventilation. Our conclusion is, that the returned pressure transducer is unstable and that the reported high peep issue was caused by a drifting expiratory pressure sensor offset.

Event description:
(B)(4).

Event description:
(B)(6) 2016 10:49 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator generated an alarm for high peep (positive end expiratory pressure) while it was connected to a patient. The high peep situation led the patient to an inefficient cardiac contraction for a short time. The ventilator was immediately replaced by another one. There was no patient harm reported. (B)(4).